Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the lead was not placed exactly at the correct place which was confirmed by a CT scan. The issue was related to the procedure and possibly related to the surgery. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# va18a7e, implanted: (B)(6) 2017, product type: lead. Product ID: 3389-40, lot# va18a7e, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that the patient was very tired / more tired than before. It was also noted that the impedances were higher on the left electrode but they were "not too high". The diagnostics methods included the patient reporting the event on (B)(6) 2017 and performing a device interrogation on (B)(6) 2017. The etiology was noted as possibly related to the left lead, unknown relationship to the right lead, and possibly related to programming/stimulation. It was also unknown if the event was medication related. The actions/interventions taken to resolve the event included reprogramming the patient to put the current on the left electrode to see if it will help the patient sleep. It was also noted that the event remains ongoing as of (B)(6) 2017. No further complications were reported/anticipated. The patient's medical history included: meningo-encephalitis; skull fracture; diagnosed with epilepsy 2002.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that sleep monitoring was normal on (B)(6) 2018. It was also stated that the issue was unresolved at the time of study exit on (B)(6) 2019.

Manufacturer narrative:
Corrected description of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the surgeon had decided to "put off" the current of the left electrode to see if this would help the patient fall asleep. Reprograming was performed on the left to: c+2-, 5 v, 90 s, 145 hz and on the right to: c+10-, 5 v, 90 s, 145 hz. Impedances were 653 ohm for the left and 989 ohm for the right. Current was 7.631 ma for the left and 5.109 ma for the right. It was noted this (reprogramming) was not helping so they would spread the medication. The surgeon thought the lead was not placed exactly at the correct place (ant), which could cause the higher impedance. It was indicated the patient had not experienced any falls. The relatedness of the event to the surgery was updated to related. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the surgeon had decided to "put of" the current of the left electrode to see if this would help the patient fall asleep. Reprograming was performed on the left to: c+2-, 5 v, 90 s, 145 hz and on the right to: c+10-, 5 v, 90 s, 145 hz. Impedances were 653 ohm for the left and 989 ohm for the right. Current was 7.631 ma for the left and 5.109 ma for the right. It was noted this (reprogramming) was not helping so they would spread the medication. The surgeon thought it was possible the lead was not placed exactly at the correct place, which could cause the higher impedance. It was indicated the patient had not experienced any falls. The relatedness of the event to the surgery was updated to related. No complications were reported/anticipated.